Manufacturer narrative:
H3, h6: a device deficiency was identified. However, the root cause of the reported event could not be determined since the device was not returned for evaluation. An analysis of the customer provided image found the werewolf flow coblation wand being held. The handle can't be seen in the image and the wand is facing backwards, therefore the electrode can't be seen either. The insulation looks visibly melted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the black shaft of the werewolf wand melted. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.